Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, when the physician went to connect the leads to the device, the right ventricular (rv) lead would not click into place. The physician noticed that the rv setscrew was missing. The physician tried to pull out the atrial lead but the wrench would not unscrew that setscrew. Later, it was determined that the rv setscrew was attached to the wrench. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.